Event description:
This is a (B)(6) male pt who previously underwent intramedullary nailing of an open tibia fracture approx 10 years ago. Pt presented to surgery on (B)(6) 2016 to undergo removal of deep hardware, right tibia, by four interlocking screws. Instrument used for extraction of screw (winquest universal nail extraction nail extraction system, size #2) in pt's right tibia broke off flush with the screw and was retained in the pt. Removal of screw was aborted. Incisions closed.